Event description:
According to the available information, the device was explanted due to a leak.

Manufacturer narrative:
The device was received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation, surrounded by abrasion, was noted on the exhaust tube of one of the cylinders, near the strain relief. This is a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of they cylinder. A separation of this type could then allow the loss of fluid, making the device inoperable. The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release.